Event description:
The customer reported that their acuity system has no video. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
Factory service and engineering confirmed that the video display card encountered a hardware failure, related to the card not being fully seated, or the cable not being fully connected. The video display card was reseated and acuity performed as expected.